Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings and high impedance. In summary, the customer complaint of sensor glucose vs. Blood glucose event was confirmed. Sensor failed for high readings and high impedance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic keto acidosis, differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer reported blood glucose value of 400 mg/dl, and sensor glucose value of 100 mg/dl along with symptoms of tired/weak and increased thirst. Customer reported hyperglycemic event, diabetic keto acidosis was treated with IV insulin drip and by emergency room visit. The event involved product(s) mmt-342g, mmt-7040a, mmt-1884, unomedical. Troubleshooting was performed for hyperglycemia. Customer was experiencing hyperglycemia greater than 4 hours. Customer was using the insulin pump within 48 hours of the reported event. Customer was not using the auto mode feature at the time of the event. Troubleshooting was performed for difference in glucose values allegation. The difference between sensor glucose and blood glucose values was not within the acceptable range. No further patient complications were reported. No product return is required for mmt-342g, mmt-7040a, mmt-1884, unomedical.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.